Event description:
The manufacturer received a voluntary medwatch (mw5103681) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing and wheezing. The patient required an inhaler in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received a voluntary medwatch (mw5103681) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing and wheezing. The patient required an inhaler in response to the reported event. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received a voluntary medwatch (mw5103681) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing and wheezing, headache and eye irritation. The patient required an inhaler in response to the reported event. In intial report section b3 was incorrect, correct b3 should be 03/15/2021. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination on the bottom panel of the case, on the inlet port and mineral contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found e-193 errors logged. The manufacturer concludes the contaminates found were consistent with water ingress and contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on nov 18, 2024, and section h11 should be reported as the manufacturer received a voluntary medwatch (mw5103681) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing and wheezing. The patient required an inhaler in response to the reported event. Additional information received about allegation of increased headaches, eye irritation, upper airway irritation and cough. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - clinical code and health effect - impact code was corrected.